Event description:
Nurse went to change dressing on IV in lt antecubital vein. As he pulled off the tape, the hub was attached to the tape and approx 1 inch of catheter remained in the pt's vein. The catheter tip began to migrate up the vein. The nurse placed a catheter around the pt's arm. A surgeon was called. The surgeon dissected down to the cephalic vein in the mid upper arm and removed the catheter tip.